Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the cbc lyse pump slow moving and he replaced the pump to resolve this issue. Startup and controls were all within specification after the repair. Identification of failure modes: is attributed to a malfunction of the cbc lyse pump. Upon recur, the failure mode identified will likely impact white blood cell and hemoglobin results only, due to improper lytic reagent delivery. Product labeling: coulter lh 750 hematology analyzer operator's guide, (B)(4): beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages, decision rules. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.

Event description:
Customer reported an erroneous hemoglobin test result was obtained for one patient sample when using the coulter lh 750 hematology analyzer. The erroneous hemoglobin test result was reported out of the laboratory. The laboratory issued a corrected report. There was no death, injury or affect to patient treatment.